Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine follow up it was observed that the battery had depleted significantly since implant. During a previous follow up two months ago the battery longevity was displayed as 4 years remaining. During this recent follow up battery longevity was down to 2.5 years. Premature battery depletion suspected. Disk analysis has been requested to review the battery longevity of this device. No adverse patient effects have been reported. Three good faith effort attempts have been made to retrieve updated information on this event, however with no success. Given this information this concludes our investigation on this event. Should additional information become available an updated report will be submitted.